Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(4). It was reported that on (B)(6) 2020, a amplatzer pfo occluder was successfully implanted in a patient with history of cerebral infarction (ci) ((B)(6) 2019). On (B)(6) 2022, the patient was hospitalized due to ischemic cerebrovascular stroke. No treatment has been performed at this time.

Manufacturer narrative:
An event of ischemic cerebrovascular stroke two years after implant of an amplatzer pfo device was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the root cause of the reported event of could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.